Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
User experienced getting zero or low results for multiple assays intermittently for several patient samples, which gave acceptable results when repeated on the same analyzer. The total number of patient samples impacted could not be provided. Results for 7 patient examples were provided; only 1 patient sample was discrepant. Initial vancomycin result gave 1.4; repeat gave 17 ug/ml. Original result was reported. User said about 30 minutes later the corrected vancomycin result of 17 ug/ml was called to the floor. User said patient had not been treated. The field service representative determined the sample line was out of alignment. He re-aligned the sample line. Customer ran controls and patient results with no errors.